Event description:
Pt reported: "band has a leak." The pt stated to "first have noticed less restriction and inadequate weight loss. During the last couple of adjustment fills, the results showed there was much less saline to remove from the band than the doctor originally injected and the doctor performed "some kind of laparoscopic surgery" which confirmed the leak was coming from the band not the port." No explant surgery scheduled at the time of report. Multiple f/u attempts with the surgeon and the hosp staff have not lead to any new info at this time. The return of the device to allergan, upon removal, for product analysis and the serial number of the device have been requested.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event and the pt's surgeon were asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.